Manufacturer narrative:
The product was returned for evaluation. The DHR for lot no. 4145892 reviewed and no anomalies that could be associated with the complaint were observed. The device doesn't hold the needle, the needle turns. The device doesn't hold the needle, the needle turns. The device has been repaired outside of microfrance by an external contractor, the jaws have been modified. Linked to mfgs numbers:2523190-2020-00037 and 2523190-2020-00038.

Event description:
This is 1 of 3 reports.it was reported that the cev744t5 needle holder dia 5mm tungsten did not tighten/maintain the needle. The needle turned when the surgeon did sutures. The device was not able to be used. Another unit was used with a new pad however, the tightening issue was still observed. The dysfunction led to an increase in surgery time for 20 minutes. Patient was not injured. The surgery was finished by using a replacement needle holder. It was reported that device was used on 2 female patients having a (hysterectomy procedure) and 2 female patients undergoing promontofixation (surgery to treat genitourinary prolapse). The patients were between (B)(6).